Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the ipg wound site is healing as expected.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced wound dehiscence at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2020 wherein the wound site was cleansed with a sterile wash and vancomycin. Then, the ipg was relocated and the wound site was closed.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the entire system was explanted to address the issue, after the failure of the battery incision to fully heal.